Event description:
Per the clinic, the patient underwent multiple skin flap revision surgeries (specific dates not reported) due to report of issues maintaining connection with the processor coil. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 21, 2023.